Event description:
Drug/diluent: solumedrol with 5% glucose. Fill volume: 250ml. Flow rate: 100ml/hr. Procedure: IV therapy. Cathplace: peripheral IV. Date of surgery: (B)(6) 2014. The customer reported a fast flow while using an I-flow homepump 400mlx100ml, filled with 1g solumedrol in 250ml's of 5% glucose solution that was connected to a pt. The solution was administered in 1 hour & 20 minutes instead of 2 hours & 30 minutes. The infusion was via a peripheral IV. The pump was placed in the fanny pack around the pt's waist. The infusion temperature was about 24 degrees celsius. Infusion started (B)(6) 2014 at 9am or 10am. Infusion ended (B)(6) 2014 at 10:30am. Incident noticed at (B)(6) 2014 at 10:30am. The pump was emptied at the end of the infusion. Sample will be returned.

Manufacturer narrative:
Method: the device has been returned for an evaluation and investigation. A visual investigation was performed on the returned unit and a review of the device history records (DHR) is in progress for the reported lot number. Results: at this time the evaluation is still in progress. Results will be provided once completed. Conclusions: the investigation and evaluation are ongoing, once completed a follow-up report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.